Event description:
Ous MDR' the coating of the guidewire was found to be peeling or flaking off. There were no adverse patient side effects reported. After a historical review of our records, this event was recognized as reportable to FDA.